Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Prior to the event, a shut off alarm occurred. Customer turned pump back on and battery gauge was greater than 20 percent and customer resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.